Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent low blood glucose over several nights while using the ilet bionic pancreas, including a nadir of 64 mg/dl and approximately 10 minutes under 70 mg/dl, with device low and urgent low alerts delivered and glucose tablets taken to correct; the device otherwise maintained glucose within target ranges, and the user was advised to consult their clinician about adjusting cgm target alerts to receive earlier notifications. Symptoms included feeling low around 70 mg/dl without loss of consciousness or other acute effects. Outcomes included self-treatment with oral glucose without medical intervention, assistance, or hospitalization, and glucose returned to range. Investigation included review of available device data and user report, along with troubleshooting and education. Investigation of this case revealed the device operated as designed with appropriate alerts and no device malfunction identified, while the precise cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.